Event description:
The reporter indicated that a vns pt's lead may have fractured and added that the pt has had "good effect of his vns before this problems occurred," indicating that an increase in seizures may have occurred. X-rays of the pt's device were reviewed by the manufacturer and confirmed the presence of a lead break. Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred.